Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had right hand tremors, a headache, and problems walking for 2 days. The caller was unsure if it was related to the patient's medication. The caller used the programmer and the ins was blinking off. The patient stated she tried to turn the ins back on but stim was so strong that she had to turn it off. It was advised to see her healthcare professional to turn it back on. The patient mentioned her tremor on her other side started around 8 months ago. She saw her hcp but cannot get another implant for this tremor. No further complications were reported/anticipated.